Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was over 600mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer also stated that the drive support cap was protruded. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with prime alarm during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump has missing end cap sticker.